Manufacturer narrative:
(B)(4). The device was patent, passed siphon and reflux testing and met specifications for pressure-flow testing at 50 cm hydrostatic pressure. However, it did not meet the requirements for leak testing and was not within specifications for pressure flow and preimplantation testing at 0 cm hydrostatic pressure. There was a small tear in the top of the delta chamber. It is unknown how or when this damage occurred. The instructions for use that accompany the product caution that care should be taken in handling the product as silicone has a low cut and tear resistance. A review of the manufacturing records showed no anomalies. All of our valves are 100% tested at the time of manufacture.

Event description:
The device was reported defective upon implantation and was not useable.